Event description:
Bought under false advertising. The owner is making miracle cure claims and that it will 100% reduce cellulite and other health claims I have been a part of the fascia blaster group on facebook (where this product is advertised heavily) for over a year and it didn't take long to realize that the group was being censored to only show positive experiences. Many questions or comments that could potentially damage the reputation of the tool or ab were removed or not allowed. People are being blocked from her business page where they can leave a review once they express anything negative about the product or company. I appreciate both positive and negative reviews as they help me decide if a product / service is for me. I realize that nothing will work for everyone, but at least I should have the opportunity to read all info and not just the positive, glowing reviews/results. Also, I have seen many others things that are not ethical. Pictures are altered or taken from cosmetic surgery sites and claimed to be from use of this device. Customer issues are ignored. Customer's who have come forward with their problems are called liars and worse. This is not a company that I trust, recommend, or agree with. The owner claims the product is FDA approved, and to have conducted a study which has suspect "results" that she sites to make it appear more legitimate. She claims to be a manual therapist but is not licensed, again giving this product more legitimacy than it deserves. Document number: (B)(4), report number: (B)(4). Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2016.